Manufacturer narrative:
Patient city: (B)(6). Patient country: india.

Event description:
Reference number (B)(4). Event occurred in india. It was reported that the patient faced an event on (B)(6) 2025 where the infusion set packet was misshaped and hard. Moreover, packaging was not sealed properly and misshaped and sterile packaging was not intact. No further information available.